Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received medical treatment as a result of bleeding at the sensor site. The customer blood glucose level was unknown. Customer stated blood was not visible on the sensor connector. The device will not be returned for analysis.